Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00144.

Event description:
This report is 1 of 2. A customer reported that on unspecified date, an a3100 mayfield composite series base unit had movement between the locking handle and crossbar when the lever was locked. Additional information received from the customer on 17jul2018 indicating that the issue was discovered during surgery and that the device was in contact with the patient. There was no surgery delay. The device was pulled out of service after the product problem occurred.

Manufacturer narrative:
The device has been returned for evaluation. The device history record reveals that no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. With respect to the returned unit, it has passed all specific functional testing requirements. Therefore, complaint reported was not confirmed.